Event description:
Pt was being lowered from the bath with the tcs attached. The front wheel right side, became caught on the top of the bath, the chair tilted to the left and the wheel sheared. Chair did nto become detached and pt was not injured.